Manufacturer narrative:
(B)(4). Battery is currently unavailable.

Manufacturer narrative:
Correction: the battery did not "melt" as previously reported. This report is filed 13 aug 2015.

Event description:
It was reported that the patient's rechargeable battery "melted". There was no allegation of serious injury reported. The patient was advised to discontinue use of the battery and the battery was replaced. It has been requested that the battery be returned to the manufacturer for evaluation. The product has not been made available for analysis as of the date of this report, december 17, 2014.